Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows nicks and gouges on the inferior side of the device. Additionally, the dovetail feature is flared. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty procedure, the articular surface could not be inserted to tibia base plate and that the backside of the surface was deformed. Another size surface was used to complete the procedure.